Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be constipation; however, this was not confirmed. Treatment was not reported. At the time of this report the patient was recovered from the peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number h13h02038 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).